Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on device analysis completed on 23-aug-2018. It was reported that crossing difficulties were encountered. The 90% stenosed, target lesion was located in the severely tortuous and severely calcified left circumflex artery. A 38 x 2.75mm promus premier drug eluting-stent was advanced but failed to cross the lesion after several attempts. The procedure was competed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damaged. A promus premier ous mr 38 x 2.75mm stent delivery system (sds) was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Damage was noted to stent strut rows 6 to 9 (counting from the proximal end of the stent) with struts lifted and pulled in a distal direction. The stent showed no signs of movement and was set between the proximal and distal marker bands. The undamaged crimped stent outer diameter (od) was measured and is within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues with the tip. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited.